Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. It was indicated the patient started their transmitter past the (B)(6) 2024 date, which is misuse of the device. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause was determined to be transmitter timer not advancing. No injury or medical intervention was reported.